Event description:
It was reported that a pump will constantly alarm for "air-in-line" within a minute of the start of the infusion (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury. The customer stated that no additional information was available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed a constant "air-in-line" alarm and the device was not within specification. The evaluation found the constant alarm due to a low reading of the lower ultrasonic sensor caused by a failed upstream sensor. The upstream sensor was replaced.